Manufacturer narrative:
Device evaluation in progress.

Event description:
Information was received indicating that a smiths medical cadd solis hpca pump's battery compartment got burned. There was no patient involvement in the reported event.